Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The download data indicates that the device ran 45 pulses and then was deactivated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.